Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated the pump alarmed after battery change. The pump was tested with a new battery, but still could not get the alarm to clear. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no up or down button response due to corroded keypad traces. The battery out limit alarm could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a missing end cap sticker.